Event description:
Gia auto suture stapler with dst series technology 80 mm - 3.8 mm was defective during surgical procedure and would not staple. The stapler was taken off the field, placed into original box, and dropped off at designated site for defective supplies.